Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received no delivery alarms. It was found that cannula was bent. Customer's blood glucose was 457 mg/dl. It was also found that infusion sets were not adhering. During troubleshooting, it was found that customer used soap, gel, or lotion. Customer declined high pressure test. Customer was advised that sample sets would be sent.